Event description:
Note: this report pertains to one of two devices used during the same procedure.it was reported that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-08259) and an advantage fit system (MFR report #3005099803-2013-07464) were implanted into the patient on (B)(6), 2011.according to the complainant, the patient experienced an unknown injury.according to the physician, the patient had presented some erosion on an unknown date post-procedure. The physician trimmed the erosion and gave the patient estrogen cream. The patient was last seen by the physician in (B)(6) of 2012, at which point the patient was doing fine.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.